Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) : the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the evaluation of the unit confirmed the complaint: several cable wires are broken where they were soldered to the coliform and need to be re-soldered. This was the cause of the vibration alarm. The housing and all o-rings of the coil form need to be exchanged. The calibration and the final test according to the manufacturer's specification must be performed. Root cause: the likely root cause is wear and tear after 5 years in the field, and also there may have been stress on the solder joint when housing was replaced in 2022. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An authorized distributor reported that the cusa excel 23khz straight handpiece (c2600) emitted a vibration alert during a case. There was no impact to the patient, but increased surgery time of longer than 30 minutes was reported. Final user: (B)(6) hospital .